Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke during a total hip arthroplasty procedure. It was also reported that the procedure was completed successfully with another blade. It was further reported that there was a 5 minute delay and no adverse consequences as a result of this event

Manufacturer narrative:
Catalogue number updated to 0277096281 based on product return. Investigation results indicate that marks were observed on the mount of the blade, this type of loading is seen when applying a bending moment to the blade while cutting. The location of the break, in conjunction with the marks observed on the mount of the blade would suggest that the blade was subject to bending and prying during use. The handpiece IFU warns the user against this type of use; ¿do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and result in tissue damage, loss of tactile control, and/or the ejection of blade fragments at a high velocity.¿

Event description:
It was reported that the blade broke during a total hip arthroplasty procedure. It was also reported that the procedure was completed successfully with another blade. It was further reported that there was a 5 minute delay and no adverse consequences as a result of this event